Event description:
It was reported that an overinfusion of vancomycin occurred on a homecare pt. Device infused all the medication in a shorter time span, 1 hr and 22 mins. Than the 2 hours that was previously experienced with same type of device. Pt suffered a reaction, redman's syndrome which required a visit to the emergency room.

Manufacturer narrative:
Manufacturer's report date 3/6/98. The device was received for evaluation. Visual and functional testing was performed and the device was found to meet all manufacturer's specifications. The rate accuracy was tested and all results were within specification. Co was unable to confirm the reported overinfusion. The manufacturer requested pt informaion however, no pt information was availabe. This report was filled out by the manufacturer.